Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage found on lcd board. Unable to verify unexpected restart error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 309 mg/dl. The insulin pump will be returned for analysis.